Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away at home, two days after a neck surgery. The official cause of death was heart attack. The caller stated that the customer had hard time controlling their blood glucose; it would go to both ends - from an extreme low to 300 mg/dl. The customer was in the final stage of kidney failure and had heart failure. The caller did not know the customer's blood glucose at the time of death. The caller was unsure if the customer was wearing the insulin pump at the time of death or not. The caller stated that they believe the customer remained on manual injections after the neck surgery; might have been off insulin pump therapy for two days. The customer was not using sensors. The caller stated that they have not been able to find the customer's insulin pump for the past ten months. The insulin pump information could not be verified. The device information used on this medwatch report is the last known insulin pump to have been issued to the customer.